Event description:
A customer reported a leakage from the spike due to the broken spike of the transfer set. The product was used for three months. There was no patient injury or medical intervention. There was patient involvement.

Manufacturer narrative:
(B)(4). The sample is available for evaluation; however, the sample has not yet been received. Once the sample is received and evaluated or if any additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The problem was confirmed. The root cause was undetermined. A evaluation of the actual sample was conducted and issues were found related to the reported condition during the evaluation. Visual inspection performed with the following issues noted: spike broken off at base. Leak testing performed with no issues noted for silicone tubing. Clear passage test performed with no issues noted. Clamp function test performed with no issues noted.